Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the suction irrigator was broken off and stuck in the trocar. The procedure was completed with no reported injury. Intuitive followed up but customer had no additional information.